Event description:
Event description cpi received information that this transvenous defibrillation lead was removed due to impedance >2000 ohms and shocking impedance <10 ohms. At replacement a fracture was noted in the pace/sense portion of the lead.